Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed with failed battery test during an infusion set change; the alarm prevented the customer from rewinding with the insulin pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting did not occur as the customer was going to change the battery when he got home. The customer was also unable to rewind the device due to the failed battery test alarm. No products were returned or replaced.